Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("abdominal pain") in a 33-year-old female patient who had essure (batch no. B71763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included galactorrhea. Concurrent conditions included obesity and hypothyroidism. Concomitant products included levothyroxine sodium (levothyroxin) since 2008 for hypothyroidism. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstrual pain /severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("painful sexual intercourse/dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines / headaches") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"), dermatitis allergic ("allergic or hypersensitivity reaction : redness") and allergic oedema ("allergic or hypersensitivity reaction: sweeling when wearing certain types of jewelry"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating") and complication of device insertion ("complication at a time of insertion"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, dermatitis allergic, tooth disorder, fatigue, migraine, weight increased, abdominal distension and allergic oedema was resolving, the dysmenorrhoea, menorrhagia, dyspareunia, alopecia and vaginal discharge had resolved and the complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergic oedema, alopecia, back pain, complication of device insertion, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: beginning on or about (B)(6) 2016, patient sought medical treatrnent regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Mr: essure device inserted through port and deployed in tube without incident. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: occluded bilateral fallopian tubes; in (B)(6) 2014: fallopian tubes were bilaterally occluded on (B)(6) 2016 had surgical pathology test : unremarkable cervix. No evidence of dysplasia.proliferative endometrium without atypia. Myometrium with benign leiomyoma.serosa with focal fibrous adhesions.unremarkable fallopian tubes. Left with associated benign paratubal cysts.metallic coiled contraceptive device is found in each fallopian tube at the proximal end. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("abdominal pain") in a 33-year-old female patient who had essure (batch no. B71763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included galactorrhea. Concurrent conditions included obesity and hypothyroidism. Concomitant products included levothyroxine sodium (levothyroxin) since 2008 for hypothyroidism. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstrual pain /severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("painful sexual intercourse/dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines / headaches") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"), dermatitis allergic ("allergic or hypersensitivity reaction : redness") and allergic oedema ("allergic or hypersensitivity reaction: swelling when wearing certain types of jewelry"). On ( B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating") and complication of device insertion ("complication at a time of insertion"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy.) Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, dermatitis allergic, tooth disorder, fatigue, migraine, weight increased, abdominal distension and allergic oedema was resolving, the dysmenorrhoea, menorrhagia, dyspareunia, alopecia and vaginal discharge had resolved and the complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergic oedema, alopecia, back pain, complication of device insertion, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: beginning on or about (B)(6) 2016, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Mr: essure device inserted through port and deployed in tube without incident. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: occluded bilateral fallopian tubes; in (B)(6) 2014: fallopian tubes were bilaterally occluded on (B)(6) 2016 had surgical pathology test : unremarkable cervix. No evidence of dysplasia. Proliferative endometrium without atypia. Myometrium with benign leiomyoma. Serosa with focal fibrous adhesions. Unremarkable fallopian tubes. Left with associated benign paratubal cysts. Metallic coiled contraceptive device is found in each fallopian tube at the proximal end. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporters added, essure lot number added, concomitant condition added, patient demographics added, lab data added, events added as follows: abnormal bleeding (vaginal), dental problems, fatigue, hair loss, migraines/headaches, pain,weight gain and bloating, redness, swelling when wearing certain types of jewelry, complication of device insertion. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstrual pain /severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(6) 2016, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: fallopian tubes were bilaterally occluded. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.